Event description:
The sales rep reported: operating room personnel sustained strikethrough of fluids around the arm and chest area. It was reported that the strikethrough occurred at the beginning of the open heart procedure and went down to the scrubs. There was no report of bloodborne pathogens involved and no reported adverse pt or user outcome. The actual sample is not available but a sample from the same lot was returned.